Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had received hardware low level failure alarms. Customer's blood glucose value was 97 mg/dl. The customer states that they were able to clear alarm. Customer was advised to perform self test and it failed. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 63 alarms noted during testing or in device history files.